Event description:
It was reported that: pt is experiencing a lot of pain. When pt lies down on her bed and moves her leg, pt is reporting that her right knee is popping and grinding. The pt also states that the back of her leg is pulling behind the kneecap. The pt is also stating that it feels like it is shifting when she is walking on it and also it swells up when weight is put on it. The knee feels that it is giving out. Pt is scheduled to go to the doctor on (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 73-20-0710, lot # 971m description: scorpio m-dome x3 patella. Cat# 81-4408r, lot# 3 trmme description: scorpio nrg ps femoral #8 right. Cat #7115-0007, lot # mhk8w7 description: series 7000 standard tibia. Cat # 6191-1-001 lot # req106 description: simplex p full dose 1 pack. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.